Event description:
It was reported that balloon rupture occurred. The 82% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery. After deployment of a 3.0x24mm synergy stent, a 3.00mm x 12mm nc emerge balloon catheter was advanced for post dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 03:46 pm CT.the report number is being corrected from: 2134265-2018-63956to: 2134265-2018-62803.

Event description:
It was reported that balloon rupture occurred. The 82% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery. After deployment of a 3.0x24mm synergy stent, a 3.00mm x 12mm nc emerge balloon catheter was advanced for post dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported. Returned product consisted of an nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink 18.5cm from the hub. Microscopic examination revealed a hole in the balloon 10mm from the tip. There is blood present in the inflation lumen and balloon. The balloon is loosely folded. There is no indication the device was inflated over rated burst pressure. Inspection of the remainder of the device presented no other damage or irregularities.